Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited "no disposable clamp tubing error". It was reported that the patient called stating that the pump displaying no disposable clamp tubing error and was instructed to stop the pump and reviewed settings. Powered pump off and restarted, error is still present. Patient then power off pump, clamp line at port and remove cassette and stated air bubbles present in tubing on cassette. Then instructed to massage tubing and gently tap on hard surface until all air bubbles are gone and re-attached cassette, unclamped line at port and powered on pump. Patient then verified the pump settings with label and no discrepancies found. However, the pump was started, and error persists. Patient was then instructed to power off pump again, clamp line and re-check cassette for air. The patient then replied seeing no air in line and re-attached cassette, unclamped line, and restarted pump. However, the error continues to persist. Patient was then instructed to power off the pump and clamp line closest to port and told to call the infusion center in the morning. No patient injury reported.